Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had display anomaly. The customer¿s blood glucose level was unknown. The customer stated that they had scratches on the insulin pump and battery life was diminished. It was also reported that they had rainbow effect and the screen got darker it was hard to read. It was reported that the customer declined troubleshooting. The insulin pump will not be returned for analysis.